Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-540a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing open end exhibits minor scratches. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 326,921 joules and 38:39 minutes of use during a prostate procedure, the ¿fiber wouldn¿t fire correctly.¿ the fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber. There was "no injury" to patient reported.